Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had thrombosis in their hvad and underwent a heartmate3 implant exchange on (B)(6) 2023. The patient reportedly had known outflow graft kinks. The patient had sudden onset of low flow alarms on (B)(6) 2023 but was not hypovolemic, not hypertensive, and hematocrit value was accurate. Bedside echocardiogram revealed no observable issues or etiologies. The patient was mainly asymptomatic.

Event description:
It was reported that the patient had a heartware to heartmate 3 exchange on (B)(6) 2023 due to kinking of the heartware graft. Due to the high-risk nature of the procedure, the exchange was performed via left thoracotomy. 14 mm heartmate 3 outflow graft was anastomosed to 10 mm heartware graft. Following the procedure, the patient has experienced intermittent low-flow alarms. The patient was asymptomatic with flows of 2.5 lpm. Medical adjustments have been made without improvement in flows. A chest computed tomography angiography (cta) was performed, but results were not given. The option of full exchange of outflow graft was discussed with the patient, but the patient declined. Clinicians have opted for low-flow software and were aware of the risk. The alarms resolved after the software update.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation and a specific cause for the distortion could not be conclusively determined. Additionally, low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative as well as through the review of the submitted log files; however, a specific cause for these events and a direct correlation between the alarms and the reported outflow graft kink could not be conclusively established. The controller event log file contained events from (B)(6) 2023. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was communicated that due to hospital policy, no further information regarding the event would be provided. The patient remains ongoing on heartmate (hm)3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures," provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number): correction. Section d4 (UDI number): correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for concern of low flow alarms. The log files confirmed alarms on 31mar2024. 02apr2024, and 03apr2024. Low flow software was requested despite patient already having 2.0 liters per minute software.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.